Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A visual inspection and functional tests was performed with no abnormalities noted. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.